Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The left ventricular (lv) lead had high threshold and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator, 2010 (B)(6); 6947 implantable tachy lead, 2010 (B)(6); 5076 implantable pacing lead, 2010 (B)(6). (B)(4).